Event description:
Initial info was received from a consumer and received by (B)(6) on (B)(6) 2011: a (B)(6) female pt received treatment with poly-l-lactic acid (sculptra or sculptra aesthetic) (lot number and expiration date were not provided) no dosing info on an unk date and no indication was provided. Caller said her doctor injected her with sculptra and a year later she saw bumps on her neck and thinks it's from the sculptra. The caller states that she was injected with sculptra in her neck only and she had "several series of injections". The caller doesn't know if the physician used sculptra or sculptra aesthetic. The caller states that she doesn't know how many treatment sessions she had or how much was injected. The caller states that this was in (B)(6) she had a revision of her neck. The caller states that in (B)(6) 2011 which is 6 months later she noticed "all these little bumps all over he neck". The caller states that there are so many of them and when she massaged them they got worse. She states that they are "horrible and everywhere". The caller states that if she were to have them surgically removed it would be about 40 surgeries or so the remove all of them. The caller states that in (B)(6) this year her physician started to aggressively treat the nodules with triamcinolone acetonide (kenalog) every 3 weeks. The caller states that the ones the md has been injecting are slowly responding but every day she gets more. Medical history reported that 2 years ago she had a face and neck lift. The caller states that 6 months after the face lift she wasn't happy with her neck. No concomitant medications were reported. No further relevant info was reported.